Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the patient requesting a semi-rigid prosthesis. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.